Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed an air bubble in the infusion set tubing after it had been in use for 48 hours. The pump supplies were changed and the air bubbles did not reoccur. Blood glucose was 270-280 mg/dl.